Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of distorted image was confirmed. In addition, head main body discoloration, cable twist, cable discoloration, and corrosion in the electrical contacts of the connectors were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly

Event description:
The customer reported the hd camera head image is distorted. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image distortion was caused by a faulty cable. However, the definitive root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.